Event description:
The following was reported by the pt: pt alleges he was implanted with a ventralex mesh for umbilical hernia. He reports having pain since the device was implanted. He describes the pain as burning in the abdomen and at the site of the mesh. Also has cramping. He is being treated with pain killers for nerve pain. He had a CT scan in (B)(6) 2012 that found an infection. He was treated for infection with antibiotics and reports that has cleared. His surgeon told him to give it more time and perhaps the pain would subside. His surgeon will no longer see him and he has been unable to find another doctor who will address his problems.

Manufacturer narrative:
We have contacted the initial reporter to request additional info. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, no definitive conclusion can be drawn. The pt reports pain and a post operative infection. Although medical records have not been provided, infection is a known adverse event listed in the IFU. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, the mesh remains implanted. If additional info is provided, a supplemental report will be submitted.